Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, when the physician tried to make a cut there was power distribution and could not make a cut. The device was removed and it was noted that the cut wire was broke. No part of the cut wire fell inside of the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, when the physician tried to make a cut there was power distribution and could not make a cut. The device was removed and it was noted that the cut wire was broke. No part of the cut wire fell inside of the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the distal and proximal pierce holes appeared melted. The exposed cut wire was bent, broken and the broken ends of the cutting wire appeared discolored/blackened. The cut wire was measured to have broken at approximately 19 mm from the distal pierce hole. One end of the broken cut wire was attached to the anchor at the distal pierce hole, while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken sections of the cut wire remained attached to the device. The proximal end of the cut wire could not be extended due to the condition of the device. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) the reported event of cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.